Manufacturer narrative:
The field service engineer checked the analyzer and found no issues. The investigation determined the event was consistent with a pre-analytic issue. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable direct bilirubin result from the cobas pro c 503 analytical unit. The initial result was 4.48 umol/l. It was requested but not known if this result was reported outside of the laboratory. As this result did not match with the total bilirubin result of 62.7 umol/l, the sample was repeated on the same analyzer and the direct bilirubin result was -8.31 umol/l. The sample was repeated on another analyzer and the direct bilirubin result was 61.1 umol/l. The same sample was repeated again on the original analyzer and the results were 61.0, 61.1, 60.2, 62.2, and 61.6 umol/l. The reagent lot number was 611025. The expiration date was requested but was not provided.